Event description:
Clinical rationale: the patient is a 71 year old male supported with an impella 5.5 (sn (B)(6)) for the indication of cardiomyopathy, with pre support clinical status consistent with scai shock stage d. On (B)(6) 2026, post implant, the patient experienced bleeding at the impella insertion site with additional output noted in the jp drain. Intraoperative act reached 367 seconds in the cvor; upon arrival to the ICU, act was rechecked and measured at 214 seconds. Cardiothoracic surgery (cts) was notified. The clinical plan included administration of ffp and platelets, with prbc transfusion indicated for hemoglobin <8 g/dl; hemoglobin on ICU arrival measured 8.4 g/dl. Anticoagulation was held at this time per cts. The device was placed via a right axillary/subclavian surgical arterial approach and remains in place, with the patient currently on mechanical circulatory support. Product return status is unknown. Patient outcome and survival status at explant remain undetermined as the device has not yet been removed. Based on the available information, the reported bleeding event appears clinically associated with the patient¿s anticoagulation status and surgical access site rather than a malfunction of the impella 5.5 device. At this time, there is no evidence to suggest a device related failure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received and provided the following additional detail: primary account reported that systemic anticoagulation was discontinued during timeframe that the patient was transferred to secondary facility while on impella 5.5 support due to concern for ¿retroperitoneal bleed/hematoma.¿ cardiology fellow reported that repeat imaging was completed upon return to primary account. Importance of anticoagulation while on impella support and maintenance was discussed and goal activated clotting time (act) was reviewed with managing interventional cardiologist and fellow. Mitraclip procedure remains pending. Interventional cardiologist stated plan for restarting anticoagulation during procedure; no systemic anticoagulation restarted at this time (of the note). As a result, patient codes were updated to more accurately describe the reported and therefore, h6 health effect ¿ clinical/impact and medical device problem coding has been updated, completely repopulated and should be considered the representation of the reported event. Clinical narrative was updated as well and documented to b5 (event description) accordingly. Device status. Additionally noted, the impella 5.5 device status/availability was confirmed (unavailable for return). Related report number(s). This is one of two device reports related to the event.

Event description:
A 71-year-old male patient was supported with an impella 5.5 device for cardiomyopathy, with a pre-support clinical condition consistent with scai shock stage d. The impella 5.5 was placed via a right axillary/subclavian surgical arterial approach and remained in place. While on support, a registered nurse from (B)(6) medical center reported that during a purge-cassette change on console, the console alarmed that no purge disc was detected, preventing progression on the screen. The console and purge cassette were subsequently exchanged, resolving the issue. Following device implantation, the patient developed bleeding/hematoma at the impella insertion site with additional output noted from the jackson-pratt (jp) drain. Intraoperative activated clotting time (act) reached 367 seconds in the cardiovascular operating room. Upon arrival to the intensive care unit (ICU), act was rechecked and measured at 214 seconds. Cardiothoracic surgery was notified. Clinical management included administration of fresh frozen plasma and platelets, with packed red blood cell (prbc) transfusion planned if hemoglobin dropped below 8 g/dl; hemoglobin on ICU arrival was 8.4 g/dl. Anticoagulation was held at that time per the cardiothoracic surgery team. The interventional cardiology team and nursing staff reported concern for hemolysis, noting urine discoloration to red. There was also concern raised for possible heparin-induced thrombocytopenia (hit). Platelet count that morning was 118 k/l, and the heparin infusion was discontinued per the managing interventional cardiologist. An echocardiogram was ordered to assess device position and preload. Imaging demonstrated the impella inlet oriented toward the mitral valve and papillary muscle at a depth of 5.5 cm. The device was retracted in an attempt to reposition, with a new measured depth of 5.0 cm. No further repositioning was planned at that time. The patient received a total of six units of prbcs. The patient remained on support. The aic will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events. The reported bleeding is consistent with access-site and surgical pocket bleeding in the setting of direct axillary/subclavian implantation, elevated perioperative anticoagulation exposure, and postoperative surgical drain output. The reported hemolysis is consistent with hemocompatibility-related findings that may occur during mechanical circulatory support and may be influenced by anticoagulation status, device position, underlying cardiogenic shock physiology, and postoperative hemodynamic instability. The reported thrombocytopenia is consistent with critical-illness¿related platelet consumption and anticoagulation exposure in the postoperative setting, with concern for hit evaluated but not confirmed.

Manufacturer narrative:
D6b updated. A24 removed from h6. The investigation is still ongoing.

Event description:
A 71-year-old male patient was supported with an impella 5.5 device for cardiomyopathy, with a pre-support clinical condition consistent with society for cardiovascular angiography and interventions (scai) shock stage d. The device was placed via a right axillary/subclavian surgical arterial approach and remained in place. During support, a purge-cassette change resulted in a console alarm indicating no purge disc detected, preventing progression on the screen. The console and purge cassette were exchanged, resolving the issue. The automated impella controller (aic) will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support was resumed without any known adverse events. Following implantation, the patient developed access-site and surgical pocket bleeding, with output noted from the jackson-pratt drain, in the setting of elevated perioperative anticoagulation exposure. Anticoagulation was held, and blood products were administered as clinically indicated. During ongoing support, systemic anticoagulation was discontinued during inter-facility transfer due to concern for a reported retroperitoneal bleed/hematoma, with repeat imaging completed following return to the primary facility. Plans were discussed to restart anticoagulation during a pending mitraclip procedure; however, anticoagulation had not yet been resumed at the time of reporting. During continued support, the care team reported hemolysis, with urine discoloration, and evaluated for possible heparin-induced thrombocytopenia (hit). Heparin was discontinued, and echocardiographic assessment prompted minor device repositioning, after which the patient remained on impella 5.5 support. Intermittent placement signal abnormalities and position-related alarms occurred, while motor current and flows remained appropriate. Troubleshooting identified issues related to securement and sensor or cable positioning, which were corrected with confirmation of continued pump function. A sterile sleeve disconnection was addressed with local site care. Echocardiographic visualization of left ventricular "bubbles" was reviewed and considered artifactual based on prior reports. The patient remained on support. The reported bleeding, including access-site bleeding and concern for retroperitoneal hemorrhage, as well as hemolysis and thrombocytopenia, are consistent with known risks of mechanical circulatory support in the setting of critical illness, postoperative status, anticoagulation exposure, device position, and cardiogenic shock physiology.

Manufacturer narrative:
B5 and h6 updated. The investigation is still ongoing.

Manufacturer narrative:
B5 updated with additional information. Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes and medical device problem codes were updated/corrected and repopulated accordingly.

Event description:
Clinical narrative(updated): a 71-year-old male patient was supported with an impella 5.5 device for cardiomyopathy, with a pre-support clinical condition consistent with scai shock stage d. The impella 5.5 was placed via a right axillary/subclavian surgical arterial approach and remained in place. While on support, a registered nurse from largo medical center reported that during a purge-cassette change on console, the console alarmed that no purge disc was detected, preventing progression on the screen. The console and purge cassette were subsequently exchanged, resolving the issue. Following device implantation, the patient developed bleeding at the impella insertion site with additional output noted from the jackson-pratt (jp) drain. Intraoperative activated clotting time (act) reached 367 seconds in the cardiovascular operating room. Upon arrival to the intensive care unit (ICU), act was rechecked and measured at 214 seconds. Cardiothoracic surgery was notified. Clinical management included administration of fresh frozen plasma and platelets, with packed red blood cell (prbc) transfusion planned if hemoglobin dropped below 8 g/dl; hemoglobin on ICU arrival was 8.4 g/dl. Anticoagulation was held at that time per the cardiothoracic surgery team. The interventional cardiology team and nursing staff reported concern for hemolysis, noting urine discoloration to red. There was also concern raised for possible heparin-induced thrombocytopenia (hit). Platelet count that morning was 118 k/ l, and the heparin infusion was discontinued per the managing interventional cardiologist. An echocardiogram was ordered to assess device position and preload. Imaging demonstrated the impella inlet oriented toward the mitral valve and papillary muscle at a depth of 5.5 cm. The device was retracted in an attempt to reposition, with a new measured depth of 5.0 cm. No further repositioning was planned at that time. The patient received a total of six units of prbcs. The patient remained on support. The aic will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events. The reported bleeding is consistent with access-site and surgical pocket bleeding in the setting of direct axillary/subclavian implantation, elevated perioperative anticoagulation exposure, and postoperative surgical drain output. The reported hemolysis is consistent with hemocompatibility-related findings that may occur during mechanical circulatory support and may be influenced by anticoagulation status, device position, underlying cardiogenic shock physiology, and postoperative hemodynamic instability. The reported thrombocytopenia is consistent with critical-illness¿related platelet consumption and anticoagulation exposure in the postoperative setting, with concern for hit evaluated but not confirmed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details. The cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. The cause of the bleeding issue could not be determined without the returned product for investigation and sufficient clinical details. The cause of the positioning issue could not be determined without the returned product for investigation and sufficient clinical details. The cause of the placement signal issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. The cause of the sterile sleeve damage could not be determined without the returned product for investigation and sufficient clinical details.